Event description:
During an in clinic follow up, it was noted the device was in back up mode. The device was explanted and replaced to resolve the event. Technical support was contacted and recommended returning the device for analysis, which was not possible because the device was discarded following the procedure. The patient was stable.